Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user selected an endotracheal tube (ett) with the incorrect inner diameter for the outer diameter of the device insertion section. As a result, the device failed to pass through the ett. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿bf-190 series operation manual: warnings and cautions: before inserting the endoscope with an endotracheal tube into the patient, confirm that the insertion section of the endoscope can be inserted into the endotracheal tube smoothly by running it back and forth over the entire length of the insertion section and that the tube does not damage the endoscope. Any protrusions may damage the bending section cover or strip the external surface of the insertion section. When using lubrication, make above confirmation before applying lubrication.¿ ¿bf-190 series operation manual: chapter 2 instrument nomenclature and specifications 2.2.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during bronchoscopy procedure, upon entering #7 endotracheal tube (ett), physician noted resistance and unable to pass this evis exera iii bronchovideoscope down the length of ett. The distal tip of the bronchoscope is noted to be 6.2 mm. Upon trying to withdraw the bronchoscope out of the ett, the tip got stuck inside the ett connector and they were not able to ventilate patient. The bronchoscope was sent for reprocessing and no report of any concerns. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
This device has been returned for evaluation. Upon inspection, the plastic cover had minor scratches, the bending cover glue had crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.